Manufacturer narrative:
(B)(4) follow up it was reported there are small grey pieces of rubber from the medication vial stopper floating inside the syringe. Our quality team has completed a device history record review for material number 305180 and lot number 4178027. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.

Manufacturer narrative:
H11 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Event details: upon drawing up paracalcitol I noticed 2 small grey pieces of rubber from stopper on med vial floating inside the syringe.